Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a follow-up in clinic experiencing dyspnea and pleural effusion due to suspected lead perforation. Upon interrogation, it was noted that the right ventricular lead exhibited failure to sense. The patient had a drainage procedure to treat the pleural effusion. The patient was in stable condition.